Event description:
It was reported the hemostasis valve did not function. Add'l info was requested and is not available. There were no consequences to the pt.

Manufacturer narrative:
One 8f braided swartz introducer was received for eval. The introducer was tested for leaks using pressure and submerging the introducer in water; a leak was detected at the valve. The hemostasis cap was removed and the 2 part seal was examined, which revealed a tear in the top half of the seal system, which caused the leak. Review of the device history records confirmed this lot met mfg requirements prior to shipment.